Event description:
It was reported that when the ventilator was on a patient, it was displaying erratic monitored vte's. When the ventilator was set to 130 ml, they were getting 87 ml to 462ml. When pressing the manual breath button, the breaths stacked and it was giving double the pip and volume. No patient harm reported.